Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the physician removed the octaray¿ catheter out of the body, it was noted there was a foreign body, plastic like in nature, intertwine at the end of the octaray¿ catheter. No further details were provided regarding troubleshooting of the sheath or completion of the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. No patient consequences were reported.

Manufacturer narrative:
On 7-may-2025, bwi received additional information regarding the event. The medical team confirmed that there was no physical damage noted on the complaint device. Baylis nrg needle had also been used in the procedure has been added to the concomitant products section. On 15-may-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: ((B)(4).

Manufacturer narrative:
On 1-jul-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the physician removed the octaray¿ catheter out of the body, it was noted there was a foreign body, plastic like in nature, intertwine at the end of the octaray¿ catheter. No further details were provided regarding troubleshooting of the sheath or completion of the procedure. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and microscopic examination of the returned device was performed following j&j procedures. Visual inspection revealed no anomalies or physical damage on the device, no component exposed were identified. Then, the dilator was introduced and unusual resistance was felt in the middle of the sheath. Due to the customer reported a foreign body like plastic on the device, the shaft was inspected from the inside and the liner material of the vizigo was found torn off the inner walls of the sheath. After that, the shaft was dissected and scratches on the internal polytetrafluoroethylene (ptfe) liner of the shaft were observed at the area where the resistance was felt. The foreign body like plastic observed by the customer could be related to polytetrafluoroethylene (pt-fe); however, this cannot be conclusively determined. Device history record was performed for the finished device 00002855 number, and no internal actions related to the reported complaint condition were identified. The damage observed inside the shaft could be related o the component expose issue reported by the customer; therefore the complaint was confirmed. The potential cause of the issue cannot be established. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).